Event description:
A 2.5mm diameter by 24mm length s660 stent delivery system was inserted to treat a lesion located in the distal circumflex coronary artery. It is reported that the circumflex coronary artery had an acute take off from the left main coronary artery. The moderately calcified lesion was pre-dilated with an unknown size ptca balloon. Prior to insertion of the s660 stent delivery system, a 3.0mm diameter by 12mm length s7 stent delivery system was successfully deployed in the proximal circumflex artery. It was not possible to cross the lesion and guidewire support was lost several times. The guide catheter, guidewire and stent delivery system were pulled down to the femoral sheath. Upon removal of the guide catheter, guidewire and stent delivery system, the stent dislodged from the delivery balloon when pulled into the femoral sheath. The stent dislodged in the superficial artery. The stent was successfully snared and removed from the pt. The target lesion was left untreated. The pt was reported fine post procedure and there are no add'l clinical sequelae related to this event. Vessel tortuosity contributed to the stent not crossing the lesion. The loss of guidewire support contributed to the stent dislodgement.